Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and an alternate version of software was reloaded. Calibration and configuration files were also reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the systems' monitors failed to display images. No report of patient injury.